Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6 corrected information: d5 has been corrected a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in air/water-channel and cylinder" malfunctions could not be identified, nor the type of material. The event can be prevented by following the instructions for use which state: IFU states detection methods in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the air/water cylinder and the air/water tube had foreign objects. There were no reports of patient involvement.